Manufacturer narrative:
The device history review showed no related manufacturing issues and the complaint history review showed no other similar complaints.

Event description:
The catheter was broken off clean at the hub. Reporter stated that the catheter broke while it was under the care of the pt.